Event description:
It was reported that a user's dexcom g7 continuous glucose monitor (cgm) displayed readings in the phone app but not on the ilet, due to an intermittent communication failure and an interoperability issue caused by the cgm being paired to a separate receiver instead of the ilet, which prevented pairing until the receiver was shut down and the cgm settings were toggled; the user then re-entered the pairing code, entered weight, and proceeded to bionic mode on the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with the electrical and magnetic communication path, due to interference from the receiver, resulting in intermittent communication. It was concluded, based on previously established findings for similar reports, that the cause was traced to external receiver preventing successful bluetooth connection.